Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the distribution node to rear therapy electrode cable and the ECG ¿a&b¿ cables being severed and pulled out of strain relief, cutting all wires within the cable. The root cause for the severed and strained cables was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.